Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had under-infused. The pump indicated that the volume was completely administered; however, more than half of the volume to infuse was still in the bag. This was observed during patient infusion with lactated ringers solution at 10ml/hr. The nurse had to program the pump 3 times to administer the full bolus dose (residual volume each time). The tubing was changed before the third reprogramming. At the end of the last residual, the pump indicated the volume to be completed but there were still 50 ml left in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. An event history log review (ehlr) was performed, and it was noted that there was a 10 ml/hr run for approximately 4 hours followed by secondary infusion of ondansetron prior to bolus delivery of 1200 ml/hr for 30 min. An under infusion was confirmed when transitioning from 10 ml/hr for 4 hours to 1200 ml/hr for 30 min. A functional flow accuracy testing was performed and met specifications; the reported underinfusion could not be reproduced during functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified in the ehlr. However, the cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: additional volumetric accuracy testing was performed, and the testing results were out of range. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.